Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during high anterior resection, at the first firing, when the stapling advanced a little, the device generated a crackling sound and stopped. After a while, when the surgeon pressed the firing button again, the device was released. A new reload was opened, and able to be used, so it was judged that the event might be due to the power handle. After that, the procedure was converted from hartmann's operation to miles operation, and it was unknown whether the cause was the patient or the stapling. The surgical time was extended by more than 30 minutes. Tissue damage was noted. Oozing bleeding occurred as a result of the issue. The device was removed from the tissue by additionally resecting the tissue. The procedure was completed with another device.